Manufacturer narrative:
An event regarding a broach handle was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was misplaced. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: two other events were reported for the lot indicated. Conclusions: the failure could not be confirmed nor a root cause determined as the device was returned and misplaced. If additional information becomes available, this investigation will be reopened.

Event description:
Broach handle locking pin came out.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Broach handle locking pin came out.